Manufacturer narrative:
The test strips were requested for return but were no longer available. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter complained of questionable glucose results from multiple accu-chek inform ii meters. Refer to the attachment for meter serial numbers, patient data, and summary of events/actions taken by the customer. Discrepant results are highlighted. Control results for all meters involved were acceptable.